Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the implantation attempt, after the leads were connected, the pacemaker was interrogated with the programmer and testing was performed. Because the p wave amplitudes were not displayed on the programmer screen (in different pacing modes), a new pacemaker was implanted.